Event description:
Procedure: sigmoid resection with following anastomosis. Reportedly, the staples did not form correctly. The anastomosis was not right. A re-resection and new anastomosis (manual) was performed, to correct this condition.